Event description:
The pt had a post op reaction after knee surgery in 2003. Cultures were positive for staphylococci, coagulase (+). An allograft was not used in this procedure. A second surgery was required to clean the affected area and remove the implants. Surgeon reported pt is in good condition. This device is used for treatment.